Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, and a cause for the reported clip opening while locked could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
It was reported that this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4+. One clip was implanted. However, it was noted that the clip opened more than 10 degrees post deployment. An additional clip was implanted to stabilize reducing the tr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).